Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant "deflated."

Event description:
Patient reported unknown side "deflated." Patient additionally reported "cancer;" this event is not related to the device. Device remains implanted.